Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. Thirteen days prior to death, the pt was hospitalized for an indication of generalized weakness. Subsequently, the pt passed away. At the time of death, the pt had not recovered from the condition of generalized weakness, therefore, the cause of death was assumed to be due to the generalized weakness, however, this was not confirmed. Dianeal therapy was ongoing until the time of death. It was not reported whether the pt was connected to the hc at the time of death or whether an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.